Event description:
It was reported that within a few weeks of a device changeout, there was increased threshold, short v-v intervals, and noise reported as nsvt (non-sustained ventricular tachycardia) in the vf (ventricular fibrillation) zone. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).